Event description:
The pt underwent an interventional procedure. The physician attempted arteriotomy closure with a techstar xl6 fr. Device. The device was deployed and one of the needles missed the barrel. The physician successfully backed down the needles however upon attempting to retrieve the device the needle however upon attempting to retrieve the device the needle guide broke. Surgery was required to remove the needle guide broke. Surgery was required to remove the device. The artery was repaired in surgery. The pt recovered without further injury.